Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use (IFU) addresses how to recognize ventricular suction alarms, the potential causes of these alarms and potential courses of action. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. The reported event was confirmed via log file analysis which revealed 30 suction alarms have been logged since (B)(6) 2016. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the suction alarms was the positioning of pump's inflow cannula as a result of the patient's large heart. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical engineer that this patient was admitted to the hospital with increased suction alarms.  The patient's diuretics were held and gastrointestinal (gi) bleed was not suspected.  At time of admission, the patient was on 40 milligram (mg) of lasix on monday, wednesday, and friday; and 20 mg on tuesday, thursday, saturday, and sunday.  The clinical team attributed the suction alarms to an inflow cannula positioning issue, due to the patient's large heart and placement of the inflow cannula.  Echocardiogram (echo) results revealed ejection fraction (ef) of 15%, right ventricular enlargement, minimal opening of the aortic valve, and trace aortic regurgitation.  On (B)(6) 2016 the patient went for right heart catheterization (rhc).  Vad speeds were adjusted to 2780 revolutions per minute (rpm).  The patient was restarted on coumadin.  The last report received indicated that the patient was stable and would be discharged soon. He is currently listed  1a for transplant.

Manufacturer narrative:
Additional information received by the clinical specialist indicated the patient presented to the hospital with complaints of lightheadedness, dizziness, and multiple ventricular assist device (vad) suction alarms. The patient was discharged home on (B)(6) 2016 in stable condition. The medical team reported that they did not believe the reported event to be related to a malfunction of the device. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.